Event description:
A customer reported that the equipment's lamp did not light during a vitrectomy procedure. The system was exchanged and the surgery was completed. There was no delay or pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).